Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0039955r, implanted: (B)(6) 2000. Product type: catheter. (B)(4).

Event description:
Patient was in the emergency room with an overdose that was believed to be related to oral medications. The last pump refill was on (B)(6) 2012. The hcp requested that the pump dose be decreased. It was later reported that the issue was not pump related. The patient has a history of substance abuse and her husband had recently passed away so she had been abusing her medication for sleep. It was noted that the patient did not have any symptoms but she had taken triple the amount of her soma and tested positive for marijuana. The patient was also septic from an untreated urinary tract infection. The uti/sepsis did not affect the pump and antibiotics were given and the infection cleared. The patient was discharged and was at home still abusing.